Event description:
During use of the device for a non-clinical activity, the user reported the cable connector was separated and the wires that connect to the motor were broken. No other details regarding the nature of this event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Evalaution in progress, but not yet concluded.